Event description:
Caller reported potential false negative urine hcg result with consult diagnostic hcg cassette. No pt info was provided. Customer then called back on (B)(6) 2011 with another false negative hcg test on a pt who indicated she did several home pregnancy tests which gave positive results. A beta hcg test was done the same day with a result of 77,000.

Manufacturer narrative:
Investigation pending.